Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic ketoacidosis and pancreatitis on (B)(6) 2018 with blood glucose of 320 mg/dl and 400 mg/dl. The customer admitted multiple times. The customer was treated with manual injection. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer had issue with the insulin pump and cap was damaged. The customer's blood glucose value was 195 mg/dl.

Manufacturer narrative:
The supplemental report was submitted with the wrong aware date. The correct aware date is (B)(4) 2019.